Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include but are not limited to: -labetalol 400 mg 2x daily, -atorvastatin 10 mg 1x daily, -levothyroxine 0.1 mg 1x daily, -lantus 15u, -aspirin 81 mg 1x daily, colace 100 mg 2x daily as needed, -senna 8.6 mg 2x daily as needed, -ranitidine 150 mg 1x daily, -valacyclovir 500 mg 2x daily -amlodipine 5 mg 1x daily, -clopidogrel 75 mg 1x daily, -protonix 40 mg 1x daily, -miralax, -ranolazine 500mg 2x daily, nitroglycerin 0.1mg/hr transdermal film. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: infection (e.g., aneurysm, device or access sites).

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with medtronic endoprostheses. On (B)(6) 2015, the patient underwent endovascular reintervention for a left common iliac artery aneurysm and was implanted with a gore® excluder® contralateral leg endoprosthesis. The patient tolerated the procedure with no reported complications or endoleak and was discharged on (B)(6) 2015. On (B)(6) 2015, it was reported that patient had developed a left groin wound infection of the access site. On (B)(6) 2015, the patient underwent a wound vac and was administered antibiotics. It was reported that there were no indications of a pre-existing infection for the patient, and the infection is believed to have been caused by the procedure. The patient tolerated the procedure and the groin infection is reported to have been resolved.